Event description:
The advocate called for help with the customer's meter. While troubleshooting, it was discovered that the customer's meter display was missing segments. The customer and advocate were not aware of the missing segment, but no adverse events were alleged. The meter is to be returned for eval. A new contour meter kit was sent to the customer.